Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a shock due to the device double counting the patients rhythm. Additional information was provided that the patient received anti tachycardia pacing (atp) which resulted in the patients rhythm changing from a slow ventricular tachycardia (vt) to a faster and different morphology vt, which was double counted, and the patient received shock therapy. Additional information was provided again that the vt was a wide complex vt, and the device was double counting the rhythm resulting in inappropriate shocks.